Event description:
It was reported that the patient presented for a follow up visit and upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), noise episodes were observed. Technical services (ts) review of the episodes were requested. Upon review, ts noted that there were two episodes appropriately one month apart showing oversensing of noise. In the episode from two months earlier, there oversensing led to an inappropriate shock from the device. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and discussed troubleshooting steps. Troubleshooting occurred and the noise was not able to be reproduced. The sensing vector was reprogrammed, and an x-ray taken. Ts reviewed the x-ray and observed that the electrode appears to have good insertion, however the point of the lead is toward the right. At this time the physician opted to continue with the reprogramming and monitor the patient. The s-ICD and electrode remain in service and no additional adverse effects were reported. Additional information was received that further review of the stored episodes were requested. Upon review, ts noted that the noise was originally observed in primary sensing vector and not reproducible in any vector. The x-ray did not show any signs of a fracture and confirmed good connection. Previously the guidance of reprogramming to secondary sensing vector was given, however review of the remote home monitoring system found that it was reprogrammed to alternate vector. Ts discussed this was likely the cause of the continued noise and re-iterated the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts again recommended reprogramming the s-ICD to alternate sensing vector and continue to monitor the patient. No adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented for a follow up visit and upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), noise episodes were observed. Technical services (ts) review of the episodes were requested. Upon review, ts noted that there were two episodes appropriately one month apart showing oversensing of noise. In the episode from two months earlier, there oversensing led to an inappropriate shock from the device. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and discussed troubleshooting steps. Troubleshooting occurred and the noise was not able to be reproduced. The sensing vector was reprogrammed, and an x-ray taken. Ts reviewed the x-ray and observed that the electrode appears to have good insertion, however the point of the lead is toward the right. At this time the physician opted to continue with the reprogramming and monitor the patient. The s-ICD and electrode remain in service and no additional adverse effects were reported.

Event description:
It was reported that the patient presented for a follow up visit and upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), noise episodes were observed. Technical services (ts) review of the episodes were requested. Upon review, ts noted that there were two episodes appropriately one month apart showing oversensing of noise. In the episode from two months earlier, there oversensing led to an inappropriate shock from the device. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and discussed troubleshooting steps. Troubleshooting occurred and the noise was not able to be reproduced. The sensing vector was reprogrammed, and an x-ray taken. Ts reviewed the x-ray and observed that the electrode appears to have good insertion, however the point of the lead is toward the right. At this time the physician opted to continue with the reprogramming and monitor the patient. The s-ICD and electrode remain in service and no additional adverse effects were reported. Additional information was received that further review of the stored episodes were requested. Upon review, ts noted that the noise was originally observed in primary sensing vector and not reproducible in any vector. The x-ray did not show any signs of a fracture and confirmed good connection. Previously the guidance of reprogramming to secondary sensing vector was given, however review of the remote home monitoring system found that it was reprogrammed to alternate vector. Ts discussed this was likely the cause of the continued noise and re-iterated the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts again recommended reprogramming the s-ICD to secondary sensing vector and continue to monitor the patient. No adverse effects were reported. Additional information was received that the patient was seen in the office and data was sent in for ts review. Ts again noted that the x-ray showed that the point of the electrode is to the right, which may lead to myopotential oversensing. Ts discussed previous recommendations of programming secondary sensing vector and again noted that alternate vector remained programmed. An automatic setup was performed, and secondary vector passed, which means even the secondary vector signal is accepted by s-ICD. During the office visit, when the patient raised their arms oversensing of noise and t-waves were observed. The field representative programmed the s-ICD back to alternate vector and observed no noise. Ts again discussed that due to the previous noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode, using alternate sensing vector could also lead to additional oversensing and inappropriate shock. Ts suggested a revision procedure to remove both the s-ICD and electrode, however the field representative indicated due to the patient's health the physician would prefer to wait to perform a procedure. Ts noted that ultimately it is a clinical decision, and the field representative would discuss the inappropriate therapy risk with the physician. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.